Manufacturer narrative:
This event remains under investigation. A request was made for the hospital to provide the lead model number, as two leads with different model numbers but the same serial number were available to the hospital. The cause for the high thresholds, loc, and twitching sensation was also requested. This report will be updated when additional information is received. Boston scientific received the missing details for this case, including the specific model number. No explanation was given for the observed high pacing threshold measurements and twitching sensation, but there was no rupture or tamponade and the patient was stable at the end of the procedure. While attempting to reposition the lead, the helix could not be extended again. The lead was discarded by the hospital and a competitor's lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2017, when mhra provided boston scientific with a copy of a clinician user report regarding a right ventricular (rv) lead. The report stated that this rv lead exhibited high pacing thresholds and loss of capture (loc) 12 days post-implant. The patient reported feeling a twitching sensation in the chest. The lead was attempted to be repositioned, but the lead was unable to be deployed; therefore, this lead was explanted and was replaced with a non-boston scientific lead. No additional adverse patient effects were reported.